Event description:
Customer called to report that the unicel dxc 600 synchron system generated erratic carbon dioxide and potassium results. Customer stated that the quality control recovery was within range, but that results varied when run on another instrument. Customer was asked on multiple occasions to supply patient data, but did not do so. Customer also stated that although erroneous results were generated, patient treatment was not affected as the erroneous results were amended prior to patient treatment. The customer technical specialist generated a service request. The field service engineer (fse) inspected the instrument and replaced the carbon dioxide electrode and the sample probe wash collar, and then cleaned the electrolyte injection cup. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).